Event description:
On 04/08/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9625 3.0mm hex driver kept getting stuck and noticed that the head was bent and warped. They had to mallet the driver out of the screws. The case was completed successfully. This was discovered during an fx rtsa procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 04/22/2025: the heads of the screws became warped over time, causing the ar-9625 3.0mm hex driver to get stuck in the screw, requiring a mallet for disengagement. A couple of times, the head of the driver has been broken off into the screw, needing drills or some freeing device to get it out. While the part and lot numbers of the screws used in the procedure are unknown, it was confirmed that pieces of two ar-9625 3.0mm hex drivers broke inside the patient. However, all fragments were successfully retrieved. A small drill, freer, and high-pressure wash completed the case. It is unclear whether a case delay was reported, but no additional anesthesia was required. No adverse effects have been reported for the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On 04/08/2025, it was reported by a sales representative via (B)(4) that (qty. (B)(4)) of an ar-9625 3.0mm hex driver kept getting stuck and noticed that the head was bent and warped. They had to mallet the driver out of the screws. The case was completed successfully. This was discovered during an fx rtsa procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 04/22/2025: the heads of the drivers became warped over time, causing the ar-9625 3.0mm hex driver to get stuck in the screw, requiring a mallet for disengagement. A couple of times, the head of the driver has been broken off into the screw, needing drills or some freeing device to get it out. While the part and lot numbers of the screws used in the procedure are unknown, it was confirmed that pieces of two ar-9625 3.0mm hex drivers broke inside the patient. However, all fragments were successfully retrieved. A small drill, freer, and high-pressure wash completed the case. It is unclear whether a case delay was reported, but no additional anesthesia was required. No adverse effects have been reported for the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head and/or prying/leveraging the driver while engaged with the screw.